Event description:
Customer reported taking insulin based upon an aviva system blood glucose result of 450 mg/dl, retest result within 10 minutes later was 200 mg/dl on the same system. Customer reported then experiencing symptoms of hypoglycemia for which she was able to self-treat. No adverse event reported. A request was made for the return of the system, replacement was sent.